Event description:
Material#: unknown batch number#: unknown. It was reported that the bd syringe had a syringe needle connectivity issue. The following information was provided by the initial reporter: verbatim#: rcc received a complaint via email. Email(s) attached. Product: gattex. Lot number: unknown ¿ (lot number was not recoverable) after the patient had drawn up the medication in the vial and was expelling the excess air back into the vile, a "pop" was heard, and the needle blew off the syringe and the medication was lost. Referred to hcp. No further information provided. Ae: yes, argus case ID: (B)(4). Country of origin: USA.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
No additional information